Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. .

Event description:
It was reported to philips by the customer that the device's battery fails calibration. There was no patient involvement.